Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at 10 pm, alleging that the patient obtained an alleged inaccurate high blood glucose reading of ¿114 mg/dl¿ with the subject meter, compared to ¿36 mg/dl¿ on the emergency services meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster) and stated that in response to the alleged inaccurate high result, she followed her usual diabetes management regimen, taking her insulin as per sliding dose (5 units), and a ¿night snack¿. 15 minutes after the obtaining the alleged inaccurate high result, the patient developed symptoms of ¿lethargic¿. Patient was seen by the emergency services, given ¿IV treatment¿ (not documented specifics), and transferred to the hospital at 12.20 am. She was released from hospital that morning. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after an alleged inaccurate high result obtained on the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.